Event description:
Reporter alleged that she only changes her softclix lancet only once a week, and she developed an infection as a result. Reporter stated her doctor put her on antibiotics for treatment as a result. No other action or treatment resulted. A request was made for the return of the suspect device and replacement product was sent.